Manufacturer narrative:
Investigation included technical support review and user guidance on proper infusion set placement and avoiding false meal announcements. Investigation of this case revealed use error related to infusion set application that led to interrupted insulin delivery and hyperglycemia. It was concluded that the event was attributable to user error with the infusion set and that the device functioned as designed once the site issue was corrected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the infusion set was deployed incorrectly because the needle guard was not removed and the adhesive was not applied properly, resulting in no insulin delivery for an announced meal on an ilet system and subsequent hyperglycemia with a highest confirmed fingerstick of 501 mg/dl; the event was managed through user education and troubleshooting on infusion set application and allowing the algorithm to correct. Symptoms included restlessness in the legs without other reported complaints. Outcomes included high glucose that began to trend down with corrective insulin after the site issue was addressed, and no medical intervention or hospitalization.